Event description:
(B)(6) 2011, my dr implanted the essure device in me. The day of the surgery, my stomach blew up like I was 9 months pregnant. I was admitted to the hosp and the dr had to go back in and see what was going on. They said I had fluid in me. They could not explain why. Ever since then I have had health problems. I can barely function and now at the age of (B)(6), my health is declining.